Manufacturer narrative:
Evaluation summary: the device was in vivo for approximately 18 years. The devices were not returned for evaluation. Also no x-rays were returned for review. It is unknown whether the eccentric liner wear occurred on the liner/shell interface (i.e., backside wear) and/or on the liner/femoral head articulating surface. The mating acetabular shell, femoral head, and femoral stem components are unknown and condition thereof is also unknown. Surgical notes were not provided for review. Patient age, sex, height, weight, and activity level are unknown. Based on the above information and observations, the eccentric linear wear may have been due to one or a combination of the following mechanisms: micro-motion between the poly liner and acetabular shell may have led to or expedited poly wear, the orientation of the mating components such as the acetabular shell and femoral head may have led to poly wear, or patient weight, activity level, and activity type (i.e., high impact vs. Low impact) are also factors which may lead to poly wear. However, a definitive cause can not be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received. The complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in1991 and revised in 2009, due to poly wear.